Event description:
An asymptomatic patient presented to the clinic for a regular follow-up. During interrogation, it was found that the device reached eri prematurely. Hence, the device was explanted.

Manufacturer narrative:
The device was found to be in vvi mode. The ICD went into backup vvi mode in 2009 due to a low battery voltage. The device was tested and was found normal. The device current measurement was normal. The battery was returned to the supplier for analysis. The cause of the premature depletion was not determined.

Manufacturer narrative:
No medwatch form was received.